Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that after the withdrawal (different event) the patient was seen by her healthcare provider (hcp) and given dilaudid tablets. A short time after that, the hcp increased the fentanyl. It was stated that a week later, the patient was overdosing. The patient went to the hospital and was very sick and confused. The hcp then took the fentanyl out and put dilaudid back in. It was also stated that the patient had not had pain relief in 3 years. The patient had been taking advil. The pump was currently used to deliver bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
As of the date of this report, the patient was still having concerns with her device or therapy, but was working with her doctor. She had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).